Event description:
Event description guidant received information that an air embolus was noted and was suspected to be caused by the transvalvular insertion (tvi) tool which is used with this implantable transvenous defibrillation lead. The air embolus was removed and no adverse patient effects were noted. Additionally, this implantable transvenous atrial lead was not implanted due to venous spasm.